Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced shortness of breath and fatigue due to elevated atrial thresholds, low sensing and no capture. The patient was being followed. A revision procedure was performed and this atrial lead was removed from service and replaced. No additional adverse patient effects were reported.